Event description:
A confirmed motor stall and motor stall recovery were reported. Motor stall was caused by pt having MRI; likely had MRI back in may and the pump was never checked after. When the logs were read on (B)(6) 2011 for the first time since then, healthcare professional saw the motor stall/tube set message. "Logs showed a motor stall recovery from today". The pt experienced no symptom return and had been getting therapy continually; "it just did not register on logs as the pump was not interrogated after MRI".

Manufacturer narrative:
(B)(4).